Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that an unresolved "xdcr fault" alarm occurred on their vela ventilator while in use with a patient. The customer reported switching out the ventilator and there was no patient harm or injury.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was determined to be due to a failed pressure transducer.